Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated stent and four (4) limb extensions, including a snorkel of the hypogastric artery with a fem-fem bypass. Approximately two years after the initial implant, the patient presented with an occlusion of the right limb extending from the bifurcation to the femoral artery. In addition, the fem-fem bypass graft was noted to be occluded. On (B)(6) 2017, the physician elected to implant three (3) ovation ix iliac limbs to successfully resolve the occluded limb. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical assessment was completed based on adequate patient medical records, and adequate patient images. At the completion of the clinical evaluation, based on the information received the contralateral limb wire wrap, the difficulty resolving the wire wrap, and final patient disposition were confirmed. Additionally there was evidence to reasonably support the ischemic left leg, occluded left external iliac artery, surgical exploration of left common femoral artery with patch angioplasty, and a left sided retroperitoneal hematoma. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Off label use, history of peripheral vascular disease with calcifications in the iliacs, and sheath exchange/manipulation during resolution of the wire wrap, angioplasty of the left iliac limb are likely contributors to this event. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. The patient originally had an occluded right iliac femoral vessel and stent placed that required an additional surgical procedure (femoral-femoral bypass for a right iliac to femoral artery occlusion) of the femoral artery re-occlusion with a bypass graft. Clinical evaluations were unable to find substantial evidence to support the following reported events for re-occlusion right iliac to femoral occlusion. A successful secondary endovascular intervention would be considered to resolve the issue. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the occlusion within the device and the re-occlusion of the iliac-femoral artery was intentional user error due to the off-label iliac anatomy and the use of concomitant non endologix products, in combination with current tobacco use and a history of coagulopathy (factor v leiden). Also, a likely contributor was the severe tortuosity of the right iliac artery (cautionary product use condition). No procedure-related contributing issues or harms could be identified due to the lack of medical information surrounding the event. Associated clinical harms included: occlusion of both the iliac to femoral artery and stents; surgical repair (20 months post implant); and, endovascular intervention for the re-occlusion (27 months post implant). The final patient disposition could not be determined; there were no reports of further negative patient sequelae. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).